Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # 680c51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with no reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 680c51, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device fire at all? The device did not fire at all. If so, did the device cut the tissue? No. Were any staples deployed? No. If the device cut/staples, was the staple and cut line equal in length? N/a. Did the device jam/lockout? No. The device did not operate during the test operation outside the surgical field.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the device did not work the open/close and articulate operation after loading the battery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4: batch # 680c51. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fire at all? If so, did the device cut the tissue? Were any staples deployed? If the device cut/staples, was the staple and cut line equal in length? Did the device jam/lockout? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with no reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 680c51, and no non-conformances were identified.